Event description:
It was reported that the image on the bronchovideoscope presented with colored stripes, preventing proper viewing. It was not unknown when the event occurred. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue of colored stripes on the image was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.